Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had no therapeutic benefit. The patient stated they were urinating a lot more, more than what they had before. The patient mentioned they had a knee replacement on march 6th and that's when the symptoms returned. The patient mentioned they contacted their healthcare provider (hcp) and they were advised that they could make an adjustment on their therapy based on their preferences. The patient was assisted with connecting the handset and communicator to the implant. The patient was able to successfully connect and increase stimulation to a comfortable level. The patient would maintain stimulation level and would continue to track symptoms. The patient was directed to follow up with their healthcare provider (hcp) if the issue(s) persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported the issue with their return of symptoms had been resolved.